Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was visible contamination by the battery compartment, tube holder and by the barrel clamp. A review of the event history log (ehl) identified invalid syringe. During the functional testing was able to duplicate the reported issue. Contamination/corrosion was found in main board and inside the pump. The root cause was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced main printed circuit board (pcb), barrel clamp rod, tapered spring, barrel clamp guide, size pot, barrel spring and slide. Performed calibration on the device and passed all the functional test.

Event description:
It was reported that the pump exhibited an intermittent error syringe size. No patient injury was reported.